Event description:
The customer returned the resection sheath to the service center with no reported complaint. During the device analysis, the service repair technician found that a ceramic insulation broken off. It was determined that the tip needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available the device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.